Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-oct-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 16-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient underwent a revision surgery where a lumbar subcutaneous lead was added to the existing stimulation system. The lead showed increased impedance between 3000 and 4000 ohms for all eight contacts. The connector part of the lead was cleaned, and impedance was checked using both channels of the ins always with the same result regarding impedance values. It was decided to replace the lead. The explanted lead would be returned for analysis. There were no known environmental/external/patient factors that may have led or contributed to the issue. A new lead was placed, and the issue was resolved. No symptoms were reported, and the patient was alive with no injury. The issue occurred during the procedure. Additional information was received from a rep. It was reported that the patient had to recharge the ins every second day for four hours. The rep questioned if this was normal. It was noted that the patient was only using program d at the moment. The programming of cycling with 10 seconds on and 20 seconds off was new since (B)(6) 2020. Before there was no cycling mode programmed. A device data file was provided, as well as well as telemetry printouts from (B)(6) 2020 and (B)(6) 2020, before and after the implant of the new subcutaneous lead. The electrode impedance results on the printout from (B)(6) 2020 showed that impedance was greater than 10000 ohms on electrodes 11 through 15 when tested using electrode 0 as the reference; other electrodes had impedance within normal limits. The electrode impedance results on the printout from (B)(6) 2020 showed that impedance was greater than 10000 ohms on all pairs that included electrodes 12 through 15; other electrodes had impedance within normal limits. A recharge interval estimate was calculated using the settings for the two group d programs, and therapy impedance of 500 ohms and 1000 ohms. The calculation estimated that for 500 ohms the ins would have a recharge interval of approximately 2.3 days at beginning of life and 2.2 days near end of life. The calculation estimated that for 1000 ohms the ins would have a recharge interval of approximately 5.0 days at beginning of life and 4.1 days near end of life. It was noted that with optimal coupling this ins would be expected to take approximately 6.5 hours to fully charge, but with 6, 4, or 2 coupling boxes the ins would be expected to take 9.2, 12.2, and 36.7 hours respectively to fully charge. Additional information was received from a rep. It was reported that the reason for the lead revision was the implant of a new spinal cord stimulation (scs) lead for high dose (hd) stimulation for back pain. The test showed better pain reductions of the scs lead than the already existing subcutaneous lead. The replacement of the lead during the revision required the tunneling procedure to be re-performed. It was noted that there was no lead connected to channel 12-15. This appears to explain the out of range impedance measured on electrodes 12-15. The cause of the high impedance on electrode 11 was unknown. It was noted that this information was received from the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a rep. It was reported that the physician wanted to know if a new model ins could stimulate with the same output that the patient was currently programmed with. The patient was programmed with 10.5 volts and 810 microseconds. Below 10 volts, the patient had no sufficient pain reduction. It was noted that if the new ins model could deliver the equivalent of these settings, the physician would probably plan a device replacement to reduce the charging time for the patient. A telemetry printout from (B)(6) 2020 was provided.

Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead product ID 97791, lot# unknown, explanted: product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.